Event description:
It was reported that prior to a ptca procedure, the hosp staff noticed that the box was labeled as a maxxam 20 mm and the balloon is a 13 mm. No pt injuries or complications occurred.